Event description:
It was reported by repair work order that the bed was not functional. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Event description:
It was reported by repair work order that the fowler was not functional as the CPR cable was damaged. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
It was reported by repair work order that the fowler would not function properly due to the CPR cable being damaged. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.